Manufacturer narrative:
Event date: estimated as beginning of month of reported increased incontinence the model/lot were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that, following implant, the patient with this artificial urinary sphincter (aus) was never completely dry. Approximately six years post-implant, the patient reported experiencing an increase in urinary incontinence. The aus was explanted and replaced. No further patient complications were reported.